Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed that the bottom connector at the filter had been broken. However, the cause of this broken connection was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) an interlink system administration set that had a leak. According to the report, a leak from the filter was observed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.